Event description:
A health care provider (hcp) reported via a manufacturer representative that every time the patient's battery depletes, they lost consciousness and appeared comatose. The battery was replaced and the patient returned to normal. The patient had parkinson's disease with some dementia. No further patient complications were reported.